Event description:
A surgeon reported that during implantation of an intraocular lens (iol), the lens was noted to be cracked. The incision was enlarged to facilitate removal of the damaged iol. Additional information has been requested.